Event description:
After I had the procedure done I went home. I had vomiting, dizziness, pain, and cramping. As the years have gone on, I have experienced side effects such as: irregular bleeding, bleeding during and after sex, bloating, cramping but these cramps were sever, depression, severe mood swings, sharp jabbing pain in my lower abdominal right side, pelvic pain, pain in my lower back, vomiting, my periods stop for 6 months, hot flashes(but I'm not menopausal) weight gain, I have developed both food and irregular allergies, my vagina burns when I have walk to much or for to long, I can't sit long, nor stand long, shortness of breath.